Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. DHR review was completed. Part: 03.010.473; lot: l026091; manufacturing site: (B)(4); release to warehouse date: 18. Oct. 2016; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Service & repair evaluation: the customer reported the inner sleeve of the screwdriver would not line up properly. The repair technician reported the tip of the screwdriver was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Cq device evaluation: investigation flow: device interaction/functional and damage: visual (appearance not as expected). Visual inspection: the screwdriver was received with all components intact. The distal tip of the main body is badly stripped such that the stardrive points show dents and rounding. The distal tabs, which mate with the sliding bar component, are bent distally. The sliding bar shows slight deformation of the distal edge but does not show matching deformation with the main body. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Functional test: with the device components (main shaft, sliding bar, and nut) assembled, the assembly was found to advance and retract as intended. However, in the advanced position it was observed that the sliding bar did not sit in the groove of the main shaft due to the deformation of the main shaft. It was determined that the received condition does agree with the complaint description and can be replicated. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Sd25/3.5mm hex screwdriver, inter-lock: shaft (component): sliding bar (component). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: due to the damage, accurate dimensional inspection of the distal drive feature could not be performed. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the technique guide, the sliding bar is to be ¿fully wedged into the screw head recess¿ (technique guide). Conclusion: the complaint condition is confirmed as the distal tip of the main screwdriver shaft is stripped and deformed and the sliding bar no longer properly mates with the main shaft. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the inter-lock screwdriver inner shaft appeared bent at the flange and was difficult to assemble correctly. It was noted that this had happened once before with the same screwdriver on an unknown date but was not taken out of service. During an unknown procedure on (B)(6) 2018, while using the screwdriver again, the inner and outer shaft of the screwdriver were even more difficult to assemble, causing a delay of 15 minutes. The inter-lock screwdriver was finally assembled and used to complete the surgery. There was no reported patient harm. The screwdriver has now been taken out of service. Evaluation of the returned device it was noted that the tip of the main body is badly stripped, causing the stardrive points to show dents and rounding. First instance involving this device is captured in (B)(4). This report addresses the instance that occurred on (B)(6) 2018. This report is for one (1) inter-lock screwdriver. This is report 1 of 1 for (B)(4).